Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. (Calculated from the date when the system controller was issued to the patient.) The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a power disconnect at 4:45am on (B)(6) 2016. The patient stated they were connected to the power module and claimed no alarms occurred. A pump stoppage was noted later that morning at 9:18am. It was reported that the patient appeared to have fallen asleep while connected to battery power on (B)(6) 2016 and depleted external battery power as well as the emergency backup battery in the system controller. The hospital staff reported that the patient may have been off of support for about 45 minutes to an hour. The system controller was replaced as a precaution and the patient appeared asymptomatic. No further information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The device was not available for evaluation. However, a review of the submitted system controller log file confirmed the report of a pump stop due to the total depletion of both the external batteries and internal backup battery. Based on the data captured in the log file, the patient appeared to have switched batteries at 6:46 pm on (B)(6) 2016. At 4:45 am on (B)(6) 2016, the system controller alarmed with a low battery (power) advisory alarm and at 6:50 am, it alarmed with a low battery (power) hazard alarm. At 7:31 am, both power cables were captured as disconnected, and based on the voltages captured, it appeared that the external batteries became depleted. Once the external batteries became fully depleted, the system controller switched to backup battery support and alarmed with a no external power hazard alarm, as designed. Low battery (power) advisory, low battery (power) hazard, and no external power hazard alarms are accompanied by both visual and audible alarms according to its design. Between 7:31 am and 9:18 am, the system controller continued to operate the pump supported by its internal backup battery. The event captured at 9:18 am appeared to be the last event captured before the backup battery became fully depleted and the system controller was no longer operating the pump. The length of time the pump remained off could not be conclusively determined based on the data captured in the log file. The following event captured the system controller being reconnected to power and the system controller resumed pump support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.